Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin. Net. Review of the transmissions revealed that their implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were made in clinic. The patient was stable and was discharged.